Event description:
Patient's legal counsel reported that patient underwent a left total hip arthroplasty on (B)(6), 2009. Subsequently, a revision occurred on (B)(6), 2013 due to patient allegations of pain, inflammation, dysfunction, loss of range of motion, metal poisoning, metallosis, lack of mobility and elevated metal ion levels. The modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent a left total hip arthroplasty on (B)(6) 2009. Subsequently, a revision occurred on (B)(6) 2013 due to patient allegations of pain, inflammation, dysfunction, loss of range of motion, metal poisoning, metallosis, lack of mobility and elevated metal ion levels. The modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision on (B)(6) 2013 due to pain and a popping in the hip. Revision operative report noted the presence of brownish-appearing fluid consistent with metallosis, synovitis, and a brown-appearing synovium. The modular head and taper adapter were removed and replaced.